Manufacturer narrative:
While on the phone with dario's representative, the user reported receiving from her dario meter a fasting bg reading of 150 mg/dl. The user reported that due to the above, she performed a control solution test, where she received a bg reading of 178 mg/dl for level 1 and a bg reading of 369 mg/dl for level 2, both which were out of range, according to the user. The user stated that she did not have her device with her at the time of the troubleshooting, and therefore could not troubleshoot at that time. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user stated that her dario meter is not reading her bg level correctly.